Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing multiple times and did not proceed to the next step in the load process. Reportedly, customer loaded cartridge and resumed insulin delivery. The customer's blood glucose was 112 mg/dl.